Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Reportedly, the customer accidentally turned the carbohydrates off in the bolus settings and was entering insulin in units rather than carbohydrates. Tandem technical support assisted customer in correcting the settings and insulin therapy resumed.